Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of charging to often was not determined. The programs were changed to improve coverage and increase the intervals between charging. The charging too often and stimulation only lasting 18 hours had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was charging too often. The rep reported that the patient seemed to be charging every 15-17 hours. The rep later indicated that the neurostimulator (ins) was not holding a charge for longer than 12 hours. The rep reported that the ins charge on the tablet was 90%. The rep provided the following with the tablet: group a: electrodes 4-5, 200 pw, rate 1000; recharge interval 1.0 days group b: electrodes 5-6, 200 pw, rate 1000: recharge interval 0.5 days the rep reported that the patient had been on group a since 2018-01-09 and switched to group b on the day prior to the report. The patient also had group c, but hadn¿t used it. The rep reported that the patient charged before bed and the ins was empty when they get up. The rep reported that the recharge statistics showed excellent coupling, average ending charge was 100%, average recharge time was 1 hour, average recharge interval was 10 hours. The rep reported that when the patient was programmed at 90 pulse width, 1000 rate, they saw out of regulations (oor). The rep reported that they checked electrode impedances which ranged around 700-800 ohms except for 4-10 combination which was 180 ohms. The rep reported that all impedances were fine at implant. It was reviewed that the patient would need to charge frequently with high density (hd) settings and that status could vary about 10% between actual charge and what was shown on the controller due to how the controller increments charge status. The rep was walked through decreasing the setting which eventually resulted in the patient being at 4.8ma, 90 pulse width, 1000 rate. The rep kept seeing oors during programming but was eventually able to reach these settings without going into oor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was charging too often. The rep saw the patient for a post-op visit on (B)(6) 2018 and she programmed the patient with 2 programs. The rep stated that the patient charged for 1 hour and the stimulation only lasted 18 hours. The rep did not know if the patient charged to 100% during the 1 hour charge; it was reviewed that the patient needed to be seen and to check the recharging interval, energy meters and if the patient was charging to 100%. No symptoms were reported. No further complications were reported/anticipated.